Manufacturer narrative:
Concomitant medical product: dtbb1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-sustained high rate episodes and short v-v. The lead remains in use. No patient complications have been reported as a result of this event.